Event description:
It was reported that the user contacted support for assistance with calibrating a g7 sensor used with the ilet after receiving persistent low glucose alerts, then performed a fingerstick that read 237 mg/dl while the ilet displayed 277 mg/dl; the user calibrated and reported hyperglycemia that remained out of range for about 95 minutes, attributed to overtreatment of the earlier suspected low, with the ilet correction algorithm expected to bring glucose down. Symptoms included feeling fine. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device alerts from the ilet during the event, and the cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.